Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information this right ventricular defibrillation lead (serial number unknown) exhibited intermittent pacing impedances greater than 2,000 ohms and noise. The device was reprogrammed by extending the vf detection duration (duration at 5 seconds, cut off at 220 bpm). The lead remains implanted and the patient will be monitored closely. No adverse patient effects reported.